Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the motor error alarms. The device had scratched screen.

Event description:
The customer reported that the insulin pump alarmed motor error several times and no delivery alarms as well. The blood glucose reading was 124mg/dl. No further information was provided.